Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 1 year, 11 months. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on an unspecified date due to fevers, malaise and acute kidney injury. The patient's blood cultures and driveline cultures were positive for infection and the patient was placed on intravenous antibiotics. A tee showed vegetation on the atrial lead of the patient's pacemaker. The pacemaker/ICD was removed and the patient was taken to the operation room for a vad exchange. A very large pocket of infection was observed around the outflow graft, tracking up to the aorta, down to the pump and extending down the driveline. The vad was not exchanged. The mediastinum was washed out with antibiotics and betadine and the chest was packed and left open. On (B)(6) 2016, the patient underwent a vad exchange. It was reported that the surgery went well. The patient is currently recovering in the ICU and remains intubated, febrile and on dobutamine for right ventricular failure occuring post vad exchange. The patient's blood cultures have been negative since the vad exchange. No further information or patient outcome was provided. Information from sus voluntary event report mw5060055: patient admitted due to fevers, malaise and aki. Blood culture and driveline cultures positive for infection. Place on intravenous antibiotics. Tee done showed vegetation on the atrial lead of the pacemaker. The pacemaker/ICD was removed. Patient was taken to the operation room for a vad exchange. During the case the surgeon noted a very large pocket on infection around the outflow graft tracking up to the aorta, down to the pump and extending down the driveline, therefore the vad was not exchanged. The mediastinum was washed out with antibiotics and betadine, the chest was packed and left open. Patient was taken to the ICU to recover. The patient was taken to the operation room for a vad exchange. Surgery went well. The patient is currently recovering in the ICU and remains intubated, febrile and on dobutamine for post vad exchange rv failure. Blood cultures have been negative since the vad exchange

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on lvad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the pump was not returned for evaluation as it was exchanged due to infection and not thrombus.